Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. Device evaluated by MFR : the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid left circumflex (lcx) artery. Pre-dilatation was performed using a semi-compliant balloon catheter. A 38x2.75mm promus premier¿ drug-eluting stent was then deployed in the lesion. However, following stent deployment, under fluoroscopy, a non-flow blood limiting edge dissection was noticed at the proximal of the stent. A 2.75x20mm promus premier¿ drug-eluting stent was then implanted to cover the dissection. No further patient complications were reported and the patient was doing well.